Event description:
It was reported to boston scientific corporation that a segura hemisphere retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during procedure, the sheath around the basket split after retrieval and the basket appeared to be broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual assessment was performed and revealed that the distal end of the sheath was split for approximately 1.2cm. The basket extended from the distal end of the sheath approximately 1.2cm when received. A torque mark was present on the handle cap to indicate the cap was properly torqued during manufacturing. The handle cannula was visible through the handle. A functional evaluation was performed and when the handle was actuated the basket would function. The basket would not close into the sheath due to the split. All of the basket wires were present and attached; however, two of the basket wires were bent. A device history record review was performed and confirmed that the device was manufactured in accordance with the device master record. During manufacturing, the devices are 100% inspected for device functionality/integrity. The defects identified on the device were most likely due to some operational or anatomical aspect encountered during the procedure; therefore, the most probable root cause for this complaint is operational/physiological context. Based on this analysis, this event has been deemed to no longer be MDR-reportable.

Event description:
It was reported to boston scientific corporation that a segura hemisphere retrieval basket was used during a ureteroscopy procedure performed on (B)(6) 2013. According to the complainant, during procedure, the sheath around the basket split after retrieval and the basket appeared to be broken. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.